Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call air bubbles anomaly and no delivery alarm. Customer received a no delivery alarm during the fill tubing process before connecting to their body. Troubleshooting for no delivery alarm was performed. Customer advised that the old reservoir had a lot of air bubbles inside. Customer advised changing out their entire set resolved the issue and the alarm did not recur.